Event description:
In 2001 the end-user called disetronic and stated that the luer lock connection leaks. Due to this fact the end-user experienced a high blood glucose level. The infusion set has been used for 1 week. In 09/2001 maersk medical received the complaint and the used tubing. The near-incident took place in germany.